Event description:
A pt was implanted with prodisc-l at l5-s1 in 2007. Pt reported that 3 weeks post implant, it was noted that she had an l5 vertebral body fracture. Pt has osteoporosis and has not been revised. This report is #3 of 3 for the same incident.

Manufacturer narrative:
Implants remain in the pt. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.